Manufacturer narrative:
Device evaluation of monitor (B)(4) and belt (B)(4) are underway. The reported problem (treatment event) is being investigated.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under one of the electrodes. The patient's physician prescribed hydrocortisone cream and the irritation healed.